Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, it appeared the temperature on the rectal temperature monitor (rtm), was not elevating properly. No other issues were noted. The procedure was not completed due to this event. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation system's (rtm) is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.